Event description:
It was reported that the device kept restarting and failed to boot up properly. The device would not be able to provide defibrillation therapy in the reported condition. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and observed that it took longer to boot up. However, the reported device restarting issue was not verified or duplicated. Physio completed other unrelated repairs and observed proper device operation through functional and performance testing. The device was returned to the customer for use. A conclusive cause of the reported event was not determined.